Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller was contacted by a patient (pt) today. The pt is on a cruise and went thru a security scanner on the boat and not long after this, the pt had a seizure. The pt does have a history of seizures related to cardiac sinus node dysfunction. The pt was concerned that going thru the scanner and having their stimulation shut off was related to the onset of the seizure. The pt indicates that the seizure felt different than other seizures he's had. His chest felt heavy but the seizure didn't last long. The pt then slept for about 3-4 hours to recover from the event. Tss reviewed this is a medical situation that they should discuss with their hcp. Caller will redirect the pt to their managing hcp.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the pt experienced numbness, right sided facial tingling, muscle activation, heaviness in forehead that comes and goes. Patient originally contacted clinic (B)(6) to reported abnormal symptoms. Physician and rep met with patient to try to determine source of the symptoms. No impedances noted. Leads had migrated slightly but no change to therapeutic coverage. Physician requested patient turn off stimulation for two weeks and follow up in 2 weeks. Today (B)(6) 2025, midlevel saw patient for follow up. Patient reported that he had the stimulator off for 3 days and noticed some improvements in the reported symptoms. However, he said he turned it back on for the pain relief it provides. He stated that the pain relief is "worth the other things." He reports that the symptoms are better now than they were 2 weeks ago. He states that if he feels like a seizure is coming on (previous condition), he turns up the ma on the stimulator and that stops a seizure from happening. Also states that if he is in a seizure, turning up the ma will pop him out of it. He was instructed to follow up if symptoms worsen or if he has other concerns; he was also advised to follow up with his neurologist. He desires to keep the stimulator on for pain relief.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that patient had met with healthcare provider (hcp) today and reported the same issue of their seizure after entering the security scanner. They reported patient's hcp did not think the symptoms patient experienced after the security scanner were stimulator related. Patient had an x-ray which confirmed their lead migrated down. Hcp told patient to turn stimulator off and they have another appointment scheduled in a couple weeks.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient had been seen and the issue resolved as they were getting pain relief in the affected area. The programming was going to be maintained to meet coverage and the patient had not complained of a loss of therapy.